Event description:
Caller reported that a malfunction occurred on the pump after it got wet while submerged in one foot of water for two minutes. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. However, the malfunction code recurred after resetting, leading to technical support deciding to replace the pump. The caller will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Instructions were given for placing the pump in storage mode prior to returning, and a replacement pump was sent by technical support.